Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer miscalculated a bolus due to compensating for the insulin on board (iob) after performing troubleshooting for the alarm, and over-bloused which caused a low blood glucose (bg) of 40 mg/dl. Juice was consumed to treat bg level.